Event description:
This is spontaneous report by a nurse from (B)(6) of fungal peritonitis. In (B)(6) 2006, the patient began perioneal dialysis (pd) treatment. On an unreported date, the patient experienced a problem with solution changing technique. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date, a peritoneal effluent culture was performed which revealed fungal. On (B)(6) 2010, the patient was discharged from the hospital. Treatment, outcome and action taken with pd therapy were not reported. It was unknown whether the event of fungal peritonitis resolved. It was not reported whether the patient was retrained in aseptic technique, therefore, the outcome of solution changing technique was unknown. The root cause of the fungal peritonitis was reported as "solution changing technique". Concomitant medications were not reported. The reporter considered the event of fungal peritonitis unrelated to pd therapy, however did not provide causality for the event of solution changing technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.